Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 8, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic evaluation of the returned device. During visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Microscopic examination was performed and an excess material was found inside of the valve. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. In addition, a non-conformance was opened to address this product issue. According to manufacturing investigation, with consideration to the complaint device, manufacturing process and accompanying records, as well as the results from the attempt to replicate the failure; the valve failure could not be confirmed to have been caused by manufacturing error. However, assessment of the valve has identified excess material originating from our manufacturing process, but the failure replication was unable to conclude the excess material as cause to the valve failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformance's were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: defective valve. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. FDA reporting #: 3005423519-10/12/2021-00. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a mentor smooth round moderate profile, 225cc saline prosthesis experienced right sided defective valve post operation. The report stated that the right breast implant valve leak and was discovered during a revision surgery. Fat particle shown in the valve. As a result, patient underwent unilateral replacement with an unspecified mentor saline, 375cc prosthesis on (B)(6) 2023.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).